Event description:
A customer contacted beckman coulter, inc. (Bci) and stated that while running a 12 tube stem worklist, the analyzer sampled the first tube properly, but then re-sampled the first tube and reported the results against the following tube sample ID. This caused all other tubes in the panel to be "one off" with the tube identification. The error caused 13 results to be printed although the operator was only expecting 12 results based on the 12 samples being run. No pt results were reported out of the lab as the error was detected by the operator during a routine review of the data after the run. No run data has been received to date. Based on avail info, there was no impact to pt or user.

Manufacturer narrative:
Per svc rep, this is a recurrence of the same problem previously reported in 2007. At that time, it was believed that a defective mouse and damaged carousel were probably the cause of the event. Based on investigation, service has been able to rule out the carousel and the mouse input device, but has not determined a possible cause. Several parts were changed and boards recalibrated, but none of these are currently suspected to be a probable cause or contributor. The customer has 4 epics-xl instruments in their lab and all are running the same locked tetra protocol and the problem is only been seen on this instrument. Svc rep was dispatched to the customer's lab and indicated the instrument is operating normally in all other respects, but he is not able to determine the source of the problem at this time. Technical support has been able to duplicate this error, but is working with the field svc rep on this issue. The root cause for this event is unk. A malfunction will be assumed for the purpose of this report.